Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and the computer and electrical panel were replaced for preventative maintenance. The system functioned as intended. B01, c19, d14 are applicable to the system checkout. The exports/logs was returned for clinical analysis. The analysis determined the most probable cause of the reported deviation is a platform shift. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that after putting in screws for an l4-l5 case, while the surgeon was tapping l4 (right), they were met with unexpected resistance. The site acquired an intra-op scan and reported all screws were low and lateral by approximately four millimeters. L5 screws were lower than l4 screws, but just as lateral. Use of the system was aborted. All screws were revised free-hand. There was no patient harm and the procedure was delayed by 30 minutes.